Event description:
The customer reported that the stitching around the mattress envelope came undone on the canopy bed. There was no patient injury reported.

Manufacturer narrative:
(B) (4) stitching undone. Evaluation of the returned product shows that on the backside b the mattress envelope patient surface has a six foot vinyl tear. (B) (4).